Manufacturer narrative:
D10: concomitants: 2432060 02-010-01-0340 - logic femoral ps cem right sz 4; 2374608 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t; 2124325 200-02-29 - three peg patella 29mm.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2012 due to osteoarthritis. Approximately 3 years and 6 months after the initial procedure the patient had a right knee revision on (B)(6) 2016. Revision op report postoperative diagnosis: fibrous ankylosis with mild midrange ligamentous laxity. The surgeon noted there was no obvious loosening of the femoral or tibial components, no malrotation. There was no evidence of significant polyethylene wear or post impingement. The patellofemoral tracking was intact. There was significant scarring almost obliterating the patella. Upon examination, the poly was found to be actually intact. There was about 3 to 4 mm of midrange laxity medially and laterally. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2012. Approximately 3 years and 6 months after the initial procedure the patient had a right knee revision on (B)(6) 2016. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (health effect - clinical code, medical device problem code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loss of range of motion or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.